Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device ECG (electrocardiography) cable caught and the connector end broke off into the monitor port. There was patient involvement, however no health consequences or impact.